Event description:
I got a corneal ulcer in late this year. I had been using amo moistureplus for my soft contact lenses about a year up until that point. My left eye became very sensitive to the sun, became red, and had a white spot on part of the iris. I went to hosp, and the ophthalmologist there diagnosed me with a corneal ulcer due to bacterial infection. He gave me antibiotic drops, and so very thankfully, there was no permanent damage, but my left eye still has a scar. I just recently saw that the solution is being recalled due to this very problem, so I wanted to report my situation. Frequency: twice daily, dates of use: about 2006 - 2007, diagnosis: soft contact lens solution, event abated after use stopped: yes.